Event description:
Indication for procedure: acute pocket infection. Procedure: this was a left-sided procedure performed in the or, with both an arterial line and fluoroscopy. Two pacemaker leads (implanted (B)(6); battery change (B)(6)) were prepped for removal. Md used the 14f sls to successfully remove the rv lead. Attention was turned towards the ra lead, attaching the lld#2 to the lead and slowly advanced the 14 sls. The insulation of the lead came completely off leaving only the inner coil to work with. After the coil was secured the lasing continued to the distal end and the lead was removed. As the md was leaving the or he was alerted to the pt's change in blood pressure from the 130's to 75. A xiphoid window was made in the pt's chest which was soon converted to a sternotomy to repair a perforation to the svc/ra junction. Analysis: the devices used in this case were not retained by the hospital staff for post-procedure analysis by the manufacturer. Lot history reviews found no issues or non-conformances related to the reported event.

Manufacturer narrative:
Patient outcome: (B)(6) 2009 dr (B)(6) reported that the pt was recovering well. Device 2 brand name: lead locking device, device name: lld#2, model and catalog #: 518-019, serial and lot #: unk, manufacture date: unk.